Event description:
Patient's foley catheter was not draining. When rn irrigated it, it was noted to be leaking. Upon further assessment, the balloon was deflated. When rn attempted to refill balloon it was discovered that there was a crack in the side of the port that holds the saline, so the saline leaked out the side of this port rather than filled the balloon.